Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient's lead could not be removed, so it was left inside the patient's body. No further complications were reported. No additional patient symptoms were reported.